Event description:
Medtronic pump model 715 is very difficult to read. It has small black letters on a dark screen. The backlight provides very little help. Also the sound alarm is very low and cannot be increased. I have called the service ctr several times and they agree, but they can not do anything. This is becoming a serious problem to me and probably others. On the next new model, these issues should be corrected.